Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to explant the bard ventralex st as the "device had failed by causing a severe foreign body reaction and contraction which resulted in severe pain, bulging of the mesh outward and failure of the repair"; however, the sample was not returned for evaluation and medical records are not available at this time. Allergic reaction is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent repair of a hernia. A bard/davol ventralex st mesh patch was implanted in the patient. On (B)(6) 2016: the patient underwent surgery to explant the ventralex st bard mesh. As reported, the device had failed by causing a severe foreign body reaction and contraction which resulted in severe pain, bulging of the mesh outward and failure of the repair. The attorney alleges general allegations for ¿pain and suffering for severe and permanent personal injuries sustained by the patient, permanent impairment, mental pain and suffering, loss of enjoyment of life, health and medical care costs economic damages.¿ due to the alleged defective ventralex st bard mesh.